Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Device was returned and the reported issue was identified. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling: this issue is addressed in the instructions for use (IFU): we have confirmed that the inspection method for this issue is described in the instruction manual, "chapter 3, preparation and inspection, 3.2 preparation and inspection of the endoscope." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the intubation fiberscope exhibited the coating on the image guide peeling off of the connecting tube. There were no reports of patient involvement.